Event description:
The reporter stated that the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2007, in the patient's right (od) eye. The lens was explanted in 2008, due to excessive vaulting. The patient complained of blurred visual acuity and headaches. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaints were found.